Event description:
The customer reported that the system displays error code "a/d channel 1 failure" and the system will not boot. The system failed at the beginning of the day so no patients were injured and no cases were delayed. Cases were performed with another c-arm.